Event description:
It was reported that water was spilled on the device and it shorted out. Procedure was completed using a competitive device. No patient/user injury or other complications reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken. The returned device was tested using a known good compatible wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to short issue include: 1. Normal wear and tear, causing damage as a result of consistent use over time such as a fluid may have come into contact with the device causing the unit to short out. There were no indications to suggest the device did not meet product specifications upon release into distribution.